Event description:
It was reported to philips that the defibrillator is experiencing auto-test problems. There was reportedly no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty battery pca (printed circuit assembly). Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery pca, the replacement for which was recommended. The device remains at the customer site. No further investigation or action is warranted.

Event description:
It was reported to philips that the defibrillator is experiencing auto-test problems. There was no patient involvement.